Event description:
It was reported that a patient may be scheduled for an explant and/or revision surgery of a sternal plate. The patient had a sternal plate implanted on (B)(6) 2014 and was admitted to the hospital on (B)(6) 2014 due to broken ribs. It was reported that the patient had a coughing fit and the rigidity of the plates caused the patient's ribs to break. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Date of event: unknown. This report is for an unknown quantity of unknown screws. Device has not been explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device still was not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sternal plate has originally been implanted during an open reduction internal fixation procedure. The patient had emergency surgery on (B)(6) 2014. There were three blown out ribs on the right side. All fractures were at the costo-chondral junction. The internal mammary artery and a few intercostal arteries were actively bleeding. The plates and screws were intact and kept in situ to preserve a stable platform to reconstruct the chest wall from; mesh was also used to do that.